Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 112 mg/dl at the time of incident. Troubleshooting found that the drive support cap was fine and the displacement test passed. It was also found that there were multiple alarms in the pump history. Customer was advised to call back if problem occurs again. No further details given.